Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the incident and a malfunction code of malf 12 was displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was informed that they could continue using the pump and to call back if any issues reoccurred. The customer acknowledged the instructions.